Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a female patient ended up with a retro-peritoneal bleed with a 6f angio-seal device. The bleed developed later after the procedure. The physician claims that access site was not above inguinal ligament, and at the common femoral artery (cfa). It is unknown what the patient's heparin dose was. The physician used ultra-sound to gain access and claims that access was normal. The blood loss was less than 250cc. The patient condition was reported to be doing better. The procedure outcome was otherwise good. Additional information was received on 15jan2020. The procedure was a mesenteric intervention. It was a balloon or stent procedure using a 6fr. Procedural sheath. A pre deployment angiogram was performed. Hemostasis was achieved at the time of deployment of the angio-seal device. The patient was in stable condition. Additional information was received on 17jan2020. Manual pressure was maintained to stop the bleed.